Manufacturer narrative:
Patient information is not available for reporting. Additional information could not be obtained by synthes customer quality because the maude report did not contain the reporting facility name, address or phone number. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes received a user facility maude report number (B)(4). Please see attached report for reference. This report is 1 of 1 for (B)(4).